Event description:
(B)(6), 2010: a pt in the advance (B)(6) study was implanted with an advance sling. On (B)(6) 2010: pt reported pain/discomfort-scrotal pain. Severity is mild and related to the device. Medical action taken: none. Event status: continuing.